Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed which found that the device made an unusual noise and had vibration. During repair, it was observed that the driveshaft was broken, causing the noise and vibration. It was further determined that the issue was consistent with using excessive force during use (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device was extremely louder than usual. During in-house engineering evaluation, it was observed that the device made an unusual noise and had vibration. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly